Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. The other relevant device is: product ID: mcs-p3-26-aoa, serial #: (B)(6), ubd: 21-aug-2016, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from the patient's family member that approximately five and a half years following the implant of this transcatheter bioprosthetic valve, the patient presented for a neurological consultation related to recurrent falls and memory loss. A magnetic resonance imaging of the head was performed which revealed an acute anterior right frontal lobe infarct in the territory of the anterior cerebral artery. The daily non-steroidal anti-inflammatory drug (acetylsalicylic acid) was discontinued and a platelet inhibitor was commenced. Per the family member, the patient was hospitalized; however, neurological notes nor medical records document support of hospitalization. One year, three months following the neurological appointment, the patient died. The cause of death was not reported, but was noted as related to cerebrovascular disease. Per the physician, the medtronic valve contributed to the acute anterior right frontal lobe infarct. An autopsy was not performed.

Manufacturer narrative:
Corrected data: reference to the remediation was inadvertently omitted from the h10 in the initial medwatch report. This regulatory report is being submitted as part of a retrospective review and remediation (B)(4) related to CAPA: pr 564122. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.